Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe the drug in the syringe passed through the rubber packing and leaked. The following information was provided by the initial reporter: while the pharmacist was adjusting the dose by injecting an anticancer drug(arsemic trioxide 10mg) into the syringe for preparation and pressing the plunger, the drug in the syringe passed through the rubber packing and leaked. Fortunately, the drug fell to the floor, not the body.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe the drug in the syringe passed through the rubber packing and leaked. The following information was provided by the initial reporter: while the pharmacist was adjusting the dose by injecting an anticancer drug(arsemic trioxide 10mg) into the syringe for preparation and pressing the plunger, the drug in the syringe passed through the rubber packing and leaked. Fortunately, the drug fell to the floor, not the body.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 17-aug-2022 h.6. Investigation summary: four photos and one actual sample were received by our quality team for evaluation. From the returned photo, no leakage past the stopper was observed. From the returned sample, no leakage past the stopper was observed and no abnormality was observed on the stopper. The returned sample was subjected to leakage testing and passed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. As the returned sample passed testing and the team is unable to duplicate the customer¿s reported failure, the root cause cannot be determined. H3 other text : see h.10.